Event description:
It was reported that customer was hospitalized for high blood glucose levels. Fiance stated that customer had symptoms of dka and pneumonia prior to hospitalization. It was reported that the cannula of the infusion set with resting outside of the site location. Fiance did not have supplies at time of call and was advised to call back troubleshoot pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.